Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported fail to auto-restart following a downstream occlusion which was reproduced. Evaluation determined that the downstream sensor was failing. The downstream sensor was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to auto restart after a downstream occlusion. There was no patient involvement.